Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had issues delivering insulin and the pump appears to be skipping units during the fill tubing step. Customer stated that the no delivery alarm started around lunch today. Customer was sent home with high blood glucose levels. Customer changed the infusion set and was able to treat. Customer went out this evening and received a no delivery alarm again. Customer cleared the alarm but could not change the set at the time of the call. Customer's blood glucose level was 30.4mmol/l. Customer treated with the pump. Customer was unable to troubleshoot at the time of the call. Customer was advised to change the set as soon as possible. Customer does not want to return the set or reservoir for analysis. Customer insisted that jump increments are much larger than normal. Insulin pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.